Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is failing the etco2 leak test. The eco2 is used as a diagnostic tool that influences CPR, intubation, and medication administration. There was no pt incident reported.